Event description:
It was reported that the right atrial lead exhibited an insulation anomaly. The lead was capped and replaced.

Event description:
New information notes: it was reported that prior to the procedure, noise was detected on the lead. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.